Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant is unknown. It was reported that during a routine follow-up the bifurcated stent graft was found to have migrated distally 3 cm and there was a proximal type I endoleak present. The stent graft migration was attributed to disease progression and the aortic neck had dilated to 32 mm in diameter at the level of the renal arteries. The aortic neck was 2 cm in length. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Disease progression; neck dilatation. Conclusion: stent graft migration, endoleak. Disease progression; neck dilatation.